Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the circuit fell apart while on a patient. At this time, there is no information regarding patient harm.